Event description:
A customer reported the probe would not aspirate or cut due to clogged tubing and the inability to prime the cassette. The cassette and tubing were switched out and the issue was resolved. There was no pt involvement as these events occurred during the priming process.

Manufacturer narrative:
The probe has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).